Event description:
The pt experienced pain at the implantable neurostimulator pocket. The hcp reprogrammed the device several times with limited relief of symptoms. The system was revised. The device pocket was moved. The lead was moved upward. The pt outcome after surgery was reported as 'fine'.